Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display were noted. The unit had minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack in its case. The blood glucose reading was 287 mg/dl. The caller stated that the insulin pump had not been bumped nor dropped. The insulin pump had also had a blank display and low battery alerts. Advised return of the insulin pump for analysis. Nothing further reported.